Event description:
It was reported to philips that the system applications were frozen, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was completed as planned by restarting the system. The fse conducted an onsite inspection to identify and diagnose the problem with the system. The precise symptoms leading to this intervention aren't detailed here, but the situation warranted further action. The fse disconnected the uninterruptible power supply (ups) from the system. This step is often taken when there is reason to suspect that the ups could be contributing to power-related issues or malfunctions due to incorrect operation or failure. After disconnecting the ups, the fse restarted the system. Following these actions, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system applications were frozen during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. The system applications were frozen, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart). This is not likely to cause or contribute to death or serious injury if it were to recur; as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.